Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion and creases fold. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6.